Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received higher sensor scan results when compared to readings obtained on another adc device and experienced fatigue and a loss of consciousness. Customer was unable to self-treat and received treatment of "water with sugar 3 times" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received higher sensor scan results when compared to readings obtained on another adc device and experienced fatigue and a loss of consciousness. Customer was unable to self-treat and received treatment of "water with sugar 3 times" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m00672054w has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. The accuracy test passed as all results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was updated as the previous 2nd final report incorrectly stated that the accuracy test did not pass and that the results were not within specification.

Manufacturer narrative:
Sensor 0m00672054w has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test did not pass. All results were not within specification. Extended investigation was performed. Visual inspection was performed on the returned sensor, no abnormalities observed. The sensor was reprogrammed using patch programmer software. All results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received higher sensor scan results when compared to readings obtained on another adc device and experienced fatigue and a loss of consciousness. Customer was unable to self-treat and received treatment of "water with sugar 3 times" by a third-party. There was no report of death or permanent impairment associated with this event.